Event description:
Traction removal by physician after the peg tube had been in the patient for 528 days. The internal retention dome pulled apart from the tube and was left inside the stomach. There was no patient injury.